Event description:
It was reported that the patient had a loss of therapeutic effect. A couple of weeks ago the patient had a couple of falls and since then they hadn¿t felt the jiggling in their testicles and experienced a return of symptoms. Until now they hadn¿t made any adjustments. The patient was on program 4 at 1.4v and they saw the lightning bolt. The patient¿s friend or family member increased, however the patient had no stimulation sensation until they reached 1.8v. At 1.8v the patient felt pain at the end of the penis, so they decreased to 1.7v. The patient did not want to switch programs at this time and their friend or family member knew how to do it. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0kmyd, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).